Manufacturer narrative:
(B)(4). The device was not available for evaluation, therefore the device could not be evaluated. A service history review revealed no previous service events were related to the reported condition. A device history review was performed and no abnormality was observed in the manufacturing of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) felt overfilled while performing peritoneal dialysis (pd). This occurred on a homechoice (hc) machine, during fill one of four. The hp only drained 3 ml during the initial drain and then therapy went into fill. The technical service representative (tsr) assisted the hp in entering a manual drain. The hp was able to drain 4019 ml during the manual drain. The hp stated that their largest prescribed volume was 2200 ml, with a last fill volume of 2000 ml. The manual drain volume reported met increased intra-peritoneal volume (iipv) criteria. The tsr assisted the hp in ending therapy for the night. There was patient involvement, however there was no adverse event indicated in association with this report. No additional information is available.